Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that this patient had experienced syncopal episodes. The cause of the syncope has not been determined.